Event description:
The customer reported 4-5 instances of alaris set #2420-0007 becoming disconnected or "spinning off" over time when connected to a mf 1000-c connector or q-style connector. There was no pt harm reported. No further pt/event info was provided.

Manufacturer narrative:
MFR report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.